Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy). Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a patient from the us dt trial, presented to the hospital an outside institution on (B)(6) 2015 after a fall. Patient was brought into the ER where a CT scan was completed and showed a 3+ cm acute subdural hematoma on the right with a severe left to right shift of over 2cm. The patient had nonreactive pupils, but positive gag and corneal reflexes. He was weakly decerebrate posturing and a glasgow coma score of 4. The patient`s inr was 1.4. Patient was taken to surgery and evacuation of the of the patient`s clot was completed via a right frontoparietal craniotomy. Post-procedure, the patient`s pupils remain mid-range and dilated, but there was no longer any corneal or gag reflexes and the patient`s extremities are flaccid and nonresponsive to pain. The patient had a pacemaker, no peripheral pulse was palpable. Telemetry strip had intermittent pacing, but no underlying rhythm. The patient was nonresponsive to physical and verbal stimuli. No breath sounds were appreciated. No sounds were auscultated with a stethoscope. The patient was reported to have died on (B)(6) 2015 from a subdural hematoma. The event was communicated to the manufacturer on 12/29/2015. The treating team do not feel this was device related event related to the nature of the presentation and fall. There was no autopsy performed and the equipment was kept by the family.